Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported right side late seroma. Device has been explanted.

Event description:
Healthcare professional reported right side late seroma. Device has been explanted.

Event description:
Healthcare professional reported right side late seroma. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation:a weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified wear abrasion. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing.